Manufacturer narrative:
The field complaint of the unit having no power was verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter, the plug of the ac power adapter was burnt. Upon opening the ac power adapter, some burnt damage was noticed on the green contact sticks. It was observed that the power cable had exposed wires as well. The ac power adapter was replaced with a working one and the unit powered on. Verifying that the no power issue was related to the damaged ac power adapter.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.

Event description:
It was reported that the patient spoke with technical services. It was noted that the prongs of their remote transmitter had thermally decomposed. There were no consequences to the patient. The transmitter was replaced.